Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to use the smart device's bluetooth settings to forget the multimedia device and reset the smart device patient stated that they recently updated ios to 9.2. Given this information dexcom representative advised the patient uninstall the application and reset smart device once again, then re-start pairing. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.